Event description:
It was reported that the patient presented for leadless pacemaker (lp) implant procedure. During the atrial implant, the patient experienced a brief hypotensive episode. The implant was successfully completed. A transthoracic echocardiogram revealed a pericardial effusion, and pericardiocentesis was performed. During the procedure, the aorta was inadvertently punctured with a 4f micropuncture needle/sheath. A covered stent was successfully placed in the descending aorta and lp remained implanted. Patient condition was stable throughout the procedures.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.